Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysteroscopy, d&c, and cystoscopy due to sui with hypermobile urethra and menorrhagia. It was reported that the patient underwent tvh with mesh implantation and cystoscopy on (B)(6) 2013 due to pelvic pain, abnormal uterine bleeding and sui. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion and extrusion. The patient underwent mesh revision/removal on an unspecified date. It was reported that the patient had mesh implanted concurrently with dilation and curettage in 2011. The patient had a right ovarian cyst removal in 2011. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to exposure, pelvic pain and interstitial cystitis.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 and (B)(6) 2011.